Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the revision surgery, removal of previous instrumentation and re-fusion was performed.

Manufacturer narrative:
Product analysis: visual review confirms screw breakage approximately 5 threads down from the base of the bone screw neck. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Microscopic examination of the fracture surface identified a rigid angulated fracture on one side and the other side's surface is very smooth consistent with rubbing contact overtime. Dimensional examination of the major diameter of the bone screw confirmed relevant bone screw dimensions are within print specification. Unable to determine root cause of break dew to the condition of the fracture surface. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Implant date: only year valid. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date in 2016, the patient underwent l4-l5 stabilization and l5-s1 fusion decompression, in which the rods and screws were implanted. On an unknown date, post-op, the reported screw at s1 broke. The patient also suffered from adjacent level degeneration. Hence, on (B)(6) 2019, a revision surgery was performed, in which the head of the screw was removed while the tip remains implanted in patient's s1 vertebra. No injury to the patient has been reported after the revision surgery.